Event description:
It was reported that the 6800 system will not save patient information. Corrupt files encountered. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reloaded software and erased nodes. Reloaded cal files. System was tested and is operating as intended.